Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The typical cause of this type of event is not allowing the trailing suture to remain free and unobstructed during implant insertion or the user not following the deployment sequence as stated in the surgical technique guides. Per the directions for use (dfu 0156), the user is instructed to place downward pressure on the shaft of trocar #2 where it exits the depth stop. This will release the trocar and place it into position for insertion; insert the second implant by pushing trocar #2 until the handle hits the back of the depth stop. This is the second complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by facility.

Event description:
It was reported that during a repair of a meniscal tear, second implant prematurely ejected on two implants. Surgeon was able to remove them both. He then chose to abandon the repair and removed part of the meniscus.